Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The device diagnosis was reported to be charging difficulty due to movement of the implantable pulse generator (ipg) and the clinical diagnosis was reported to be increased pain. No further complications were reported/anticipated.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had increased pain, there was movement of the implantable pulse generator (ipg) in the pocket, and difficulty charging. It was noted that the pain levels did not indicate a higher level of pain from the past several visits and it was a perceived increased pain. The physician advised the patient to wait longer as the pocket would settle in place and rise to the surface more; the patient agreed. On (B)(6) 2018, it was noted that charging difficulty was better/charging was easier, an esi was done, and the pain stabilized and was better. It was noted that the event was unlikely related to the device or therapy and possibly related to the implant procedure/surgery/anesthesia. Interventions included administering medications. The outcome of the event was noted to have resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.